Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/pt called lifescan (lfs) in 2007 alleging the one touch ultra meter was prompting an error 5 message. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter issue began in 2007. Prior to the meter issue, the pt had visited his physician because of high blood glucose symptoms. His daily dose of metformin was changed from 1000 mg/day to 1500 mg/day. He took his metformin consistently on a daily basis and used his meter to adjust how much food he should eat. Three days earlier, between 12 to 2 pm. The pt reported feeling shaky and incoherent. He was walking home and passed out on someone's lawn. The man, who lived there, came outside and saw his med-alert bracelet and gave him soda with sugar and fruit snacks. He then tested, the pt with his own meter and the result was 53 or 54 mg/dl. The pt felt better 15 to 30 minutes later and went home. He contacted his physician, who advised the pt to call lfs. The pt stated that he would normally use his meter results to adjust his food intake. He believes that he did not eat enough to cover the metformin. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the pt claimed he was found to be hypoglycemic after the reported issue had begun.